Manufacturer narrative:
(B)(4).

Event description:
Procedure: hemorrhoid. According to the sales rep, the anvil disconnected from the instrument while the surgeon was trying to close the staple (with no tension at all). This occurred multiple times. The surgeon could not fire the stapler. The surgeon used the pph device to continue the procedure. The procedure was extended more than 30 minutes. Hemorrhoid grade 3, 3rd hole utilized.